Event description:
It was reported that the wire broke inside the catheter. A 200 cm x 10 cm fathom -14 guidewire was selected for use. However, during the procedure, it was noted that the guidewire broke inside the catheter and not in the vessel. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 10/01/2024 as the event date was not reported.